Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0003867, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-03. Medical device lot #: 9322165, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-18. Medical device lot #: 0010852, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-10.

Event description:
It was reported that the labels on an unspecified number of bd vacutainer® eclipse¿ blood collection needles from lots 0003867, 9322165, and 0010852 had partially peeled off and stuck together before use during the kitting process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "labels on needle are lifting off and attaching to other labels, causing needles to stick together. This causes kitting operation to shut down to correct and restart operation."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the labels on an unspecified number of bd vacutainer® eclipse¿ blood collection needles from lots 0003867, 9322165, and 0010852 had partially peeled off and stuck together before use during the kitting process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "labels on needle are lifting off and attaching to other labels, causing needles to stick together. This causes kitting operation to shut down to correct and restart operation."